Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery, and no alarm since low blood glucose began. The customer reported a blood glucose value of 24 mg/dl. The customer reported hypoglycemia, treated with glucose/carb intake, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-1886. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer was used the auto mode feature. No further patient complications were reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1886.

Manufacturer narrative:
He pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Possible over delivery anomaly not confirmed. The pump passed vibration test and tone test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage noted on the motor or force sensor. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery power loss anomaly or charge/battery anomaly noted during testing. However, the customer experienced an unexpected power loss of less than 7 days per the pump history records due to moisture damage on the electronic assembly. The low reservoir alarm was set to 20.0 units. The pump was programed with a bolus. After delivering the bolus, the units remaining in the pump status screen was 20.0 units and the pump properly alarmed low reservoir. The low reservoir alarm functions properly during testing. No low reservoir alarm anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 09-sep-2024 in the pump history file. (B)(6) 2024 00:03:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 00:28:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 00:33:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 01:23:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 01:58:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 02:03:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 02:08:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2024 03:48:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) (B)(6) 2024 03:53:11.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2024 03:58:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) please see below for the daily total of all insulin delivered on the event date 09-sep-2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 232750 (23.275 u) dailytotalofbasalinsulindelivered: 46750 (4.675 u) dailytotalofbolusinsulindelivered: 186000 (18.6 u) there were no autosuspend alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 09-sep-2024 in the pump history file. (B)(6) 2024 02:15:16.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6) 2024 08:11:19.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6) 2024 17:44:02.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6) 2024 17:44:02.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6) 2024 20:54:30.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below pertaining to (B)(4) and event date 09-sep-2024. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 09-sep-2024 in the pump history file. (B)(6) 2024 03:39:31.000 batteryremoved (55) (B)(6) 2024 03:39:31.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 03:39:57.000 batteryinserted (44) (B)(6) 2024 12:33:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 14:17:00.000 batteryremoved (55) (B)(6) 2024 14:17:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 14:17:34.000 batteryinserted (44) (B)(6) 2024 13:03:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 14:53:39.000 batteryremoved (55) (B)(6) 2024 14:53:39.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 14:54:00.000 batteryinserted (44) (B)(6) 2024 16:10:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 17:25:27.000 batteryremoved (55) (B)(6) 2024 17:25:27.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 17:25:37.000 batteryinserted (44) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 11:39:59 am. There was no power data available for the dates of (B)(6) 2024 and (B)(6) 2024. Unable to check power data for low battery alert. Lowbatteryalert (104) - unknown. The pump passed the functional testing. Unable to confirm alleged low bgs. Unable to confirm discrepancy between sg value and bg value. Possible over delivery anomaly not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. Charge/battery lasts less than expected confirmed. Unexpected battery power loss confirmed. Low reservoir anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.